Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis confirmed the failure and identified the root cause as a lack of adhesion between the insulator cup and the back shield. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the implantable pulse generator (ipg) made an abnormal sound and the device was suspected not to be tightly sealed. The ipg was not used and a replacement ipg was implanted. No patient complications have been reported as a result of this event.